Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.14 inr. Patient was sent to the emergency room (ER) due to ankle swelling; caller states patient's coumadin dose will likely be held. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.